Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 112 mg/dl. The customer was hospitalized for unknown reasons. The customer mentioned that their reservoir was 6 to 7 days old while they were hospitalized. Details of the hospitalization were not provided. The customer was advised to change their infusion and reservoir set as soon as possible. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).